Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and upon changing the supplies on the pump and after filling the cartridge with 200 units of insulin, a minimum fill notification was received. The customer changed out the cartridge and successfully loaded another cartridge. The occlusion and minimum fill message were resolved. The customer's blood glucose (bg) level was over 300 mg/dl and a correction bolus was delivered to address the bg level.